Event description:
Patient implanted with a tfn on an unknown date was returned to the operating room for removal of the broken nail. Patient was revised to a lateral entry femoral recon nail.

Manufacturer narrative:
Additional information has been requested. Investigation is on-going. No conclusion can be drawn.